Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. A partial lead with the distal tip measuring 55.3 cm was returned for analysis. Final analysis found external insulation abrasions were noted at 10.5 cm - 13.7 cm, 47.1 cm - 47.5 cm and 50.4 cm - 51.2 cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasions were noted at 10.8 cm - 11.7 cm and 46.0 cm to 46.4 cm. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.